Manufacturer narrative:
Evaluation summary: one device was received for evaluation. Visual inspection found the ceramic tip was missing from the tip of the antenna. No other anomalies of the device were noted. Evidence of sufficient adhesive application was observed. The reported condition was confirmed. The investigation included evaluation of additional information about the procedure. In the procedure in question, it was reported that an ultrasound needle guide (accessory device) was used. The user received the fsn (fa781) noticing customers of an instructions for use(IFU) update which included warnings related to use of accessory devices and additional use steps. During the subject procedure, the warnings and additional use steps were not followed by the user. The root cause could not be definitively determined; however, the most likely cause for the tip detachment was the warnings and additional use steps included in the IFU update not being followed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. Visual inspection found the ceramic tip was missing from the tip of the antenna. The reported condition was confirmed. The investigation found the ceramic tip was missing from the tip of the antenna. The investigation could not determine the root cause of the customer's report. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after liver ablation of 3 x 10 minutes on 100 watts, the surgeon did a track ablation and after a couple of centimeters the antenna was pulled out with more force. The tip was detached when the surgeon pulled out the antenna, it was located in the ablation zone seen in computed tomography (CT) scan. The tip was still inside the patient. Procedure to remove the detached tip was not anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after liver ablation of 3 x 10 minutes on 100 watts, the surgeon did a track ablation and after a couple of centimeters the antenna was pulled out with more force. The tip was detached when the surgeon pulled out the antenna. The tip was still inside the patient.